Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products confirmed the nail fractured near the lag screw hole. Also noted that the cortical screw was fractured and multiple scratches/ scuff marks on the lag screw. The device was sent to a third party for fracture analysis. Fracture analysis noted that the nail fractured at the lag screw hole. The visible fracture surface artifacts suggest the im nail may have failed with possible fatigue fractures near the areas indicated in the report. Xrf scan confirmed the product was manufactured using (B)(4), conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: hfn lag screw 10.5mm x 105mm, cat#: 814510105, lot#: th1133305f. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision of a hip fracture nail due to the nail having fractured at the lag screw junction. Attempts have been made and additional information on the reported event is unavailable at this time.